Manufacturer narrative:
The reported event of cobra deformation upon deployment could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of deformity of device could not be confirmed. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 32mm amplatzer septal occluder was selected for implant. During deployment. A cobra deformation was noted. The device was removed but it is unknown if a new device was successfully implanted. The patient was reported to be in stable condition. Additional information has been request but not obtained at this time.